Event description:
The customer reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try various charging solutions, and eventually, the pump began charging after using a different wall adapter and cable. No further assistance was required.